Event description:
The pt called lfs and alleged that their meter was set to the incorrect unit of measurement. The pt stated whey were obtaining "normal" results for approx one month. They began to feel dizzy and lightheaded 3 days before going to the hosp. On the day of the hosp visit, the pt obtained a result of "108 mg/dl" and soon after another result of "160 mg/dl". The results were actually 10.8 and 16.0 mmol/l, which when converted are 194 and 288 mg/dl. The pt took their set amount of 15 units of lantus. They went to the hosp because of their symptoms and the result was over 700 mg/dl. They were treated with insulin and released when their blood sugar levels were lower. The pt stated that they does not remember if the meter was previously set to the correct unit of measurement. There is no evidence of meter malfunction, however, because of the unit of measurement being set incorrectly the pt was unaware that they was hyperglycemic. The case is being reported as an adverse event due to possible use error. The meter has been replaced for the pt.